Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Inspection found no irregularities or defects with the balloon material or markerbands. Functional testing consisted of inflating the device to rated burst pressure (rbp) for 5 minutes. The balloon did not lose pressure or leak. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 14 atmospheres; however, upon the second inflation at 14 atmospheres at 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 14 atmospheres; however, upon the second inflation at 14 atmospheres at 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status good.